Event description:
It was reported to philips that multiple hardware issues including pedal, disk space, and button failure on a allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced or upgraded parts and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).